Event description:
It was reported that the right atrial lead had lead warning for low impedance paces. It was also reported that the unipolar impedance was higher than the bipolar impedance. The lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.